Event description:
Patient reported blood glucose results of "170.0 mmol/l", "6.9 mmol/l" and "12.9 mmol/l" with a lifescan meter, performed with 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.